Event description:
Patient reported infusion set tubing separating from the luer lock. He indicated that it occurred the previous week while he was sleeping. Patient discovered the separation after waking up and noticing the outer tubing had separated from the luer lock. His blood glucose level was 80 mg/dl at the time of the event. After noticing the separation, patient changed the infusion set. He did not report any physiological effects associated with this event. No medical assistance was required. Product was requested to be returned for evaluation.

Manufacturer narrative:
Issue described to agency in recall# 2183996-03/21/06-001-r